Manufacturer narrative:
Evaluation of the data confirmed that the alleged sample generated late CT values (target 1 32.33 and target 2 35.29) which indicates a sample at or near the limit of detection. Samples at/near the lod can be expected to see wavering results upon repeat testing. Another contributor factor can be the differences in technology between the cobas 6800 and cepheid, where different target sequences and assay sensitivity may affect the results. The customer also collected a new sample which was not tested with the cobas assay so no conclusion can be made about this sample generating a negative result on cepheid. Final, possible contamination of the sample cannot be ruled out. Although the exact root cause of the discrepancy cannot be confirmed, the investigation can confirm that there is no systemic or product issue but that this rather is a sample specific issue. Updated b5 and b6 to better reflect the sequence of events. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged a discrepant results for a single patient, when using cobas® sars-cov-2 for use on the cobas® 6800/8800 systems. The customer reported that the inital test generated a positive result for sars-cov-2 on cobas 6800. Two follow-up swab samples were re-collected and tested on a different platform (genexpert cepheid) and the results were negative. The sample from the original test was retested the following day on cobas 6800 and (genexpert resulting in negative results. No apparent harm or injury occurred in relation to the event.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. Facility name is truncated due to character limit. Facility full name: (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant results for a single patient, when using cobas® sars-cov-2 for use on the cobas® 6800/8800 systems. The customer reported that the initial test generated a positive result for sars-cov-2. The sample was retested the following day on the system again and also on a different platform (genexpert) resulting in negative results. Two follow-up swab samples were re-collected and retested with the genexpert cepheid and the results were negative. No apparent harm or injury occurred in relation to the event. Investigation is ongoing and results are not yet available.